Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited inappropriate shocks due to intermittent t wave oversensing on the right ventricular (rv) lead. The health care professional (hcp) called technical services (ts) for programming assistance. Ts provided programming optimization recommendations. Subsequent additional information received reported an explant procedure was performed. This ICD and rv lead were explanted successfully. No additional adverse patient effects were reported.